Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was pulled off the site as the delivery catheter was removed from the scope. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "successful with no patient complications."

Manufacturer narrative:
Reported event of clip failed to release. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.